Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with off no power. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the off no power alarm. The alarm history was reviewed and no low battery alert occurred prior to the off no power. The customer confirmed that the pump was not dropped or bumped, and that the battery cap was not loose, cracked, or damaged. The customer changed the battery on the phone and received a battery out limit and a weak battery alert. The screen was also blank; however, the screen came back on before blank display troubleshooting could occur. The customer was advised to wait five seconds before inserting the new battery and wait for the pump to initiate. The customer was informed that if another off no power or low battery alert occurred then to call back for troubleshooting. No products were shipped or returned.